Event description:
This spontaneous report was received on (B)(6) 2013 from a wife reporting for her husband (age unspecified) from the united states. On an unspecified date, the consumer started using reach toothbrush unspecified for dental cleaning as a general hygiene (route-dental, lot number 11811sg s1, frequency and expiration date unspecified). With the first use of toothbrush it broke from middle into two pieces right about the rubber part. The wife also reported that the toothbrush had a rubber handle and holes in it on both sides. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013 product name had been updated from reach toothbrush unspecified to reach total care plus whitening toothbrush. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a wife reporting for her husband (age unspecified) from the united states. On an unspecified date, the consumer started using reach toothbrush unspecified for dental cleaning as a general hygiene (route-dental, lot number 11811sg s1, frequency and expiration date unspecified). With the first use of toothbrush it broke from middle into two pieces right about the rubber part. The wife also reported that the toothbrush had a rubber handle and holes in it on both sides. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. Product name had been updated from reach toothbrush unspecified to reach total care plus whitening toothbrush. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. A review of the trending data revealed no adverse trends. An increase in complaint volume was noted which could be attributed to an increase in shipment quantity. Device history review was acceptable. There were no related manufacturing /facility issues found and no changes made to the design, formula, packaging or labeling. A retain sample was evaluated and was found within specifications. Based upon an acceptable document review, lack of a sample and no adverse trends, the complaint could not be confirmed. Root cause was undetermined. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. A returned sample was received and it was observed that the defect in the returned complaint sample was not due to a manufacturing occurrence and was manufactured according to the specification. The material of the handle had been changed, validated and released in sep-2012. Based on the information available, this device was used as intended for treatment. No adverse trends had been noted with this product or lot. The break occurred due to high compression forces. It was verified that during the validation of this product, the toothbrush was subjected to overbend testing and no toothbrushes broke. The manufacturer confirmed the returned toothbrush was manufactured according to specification therefore the disposition of this complaint was not confirmed. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a wife reporting for her husband (age unspecified) from the united states. On an unspecified date, the consumer started using reach toothbrush unspecified for dental cleaning as a general hygiene (route-dental, lot number 11811sg s1, frequency and expiration date unspecified). With the first use of toothbrush it broke from middle into two pieces right about the rubber part. The wife also reported that the toothbrush had a rubber handle and holes in it on both sides. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2013 from a wife reporting for her husband (age unspecified) from the united states. On an unspecified date, the consumer started using reach toothbrush unspecified for dental cleaning as a general hygiene (route-dental, lot number 11811sg s1, frequency and expiration date unspecified). With the first use of toothbrush it broke from middle into two pieces right about the rubber part. The wife also reported that the toothbrush had a rubber handle and holes in it on both sides. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013 product name had been updated from reach toothbrush unspecified to reach total care plus whitening toothbrush. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013 a review of the trending data revealed no adverse trends. An increase in complaint volume was noted which could be attributed to an increase in shipment quantity. Device history review was acceptable. There were no related manufacturing /facility issues found and no changes made to the design, formula, packaging or labeling. A retain sample was evaluated and was found within specifications. Based upon an acceptable document review, lack of a sample and no adverse trends, the complaint could not be confirmed. Root cause was undetermined. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.